Event description:
Customer alleged that active blood glucose test strips were labeled with an expiration date 08/2008. Batch records show the actual expiration date to be 07/31/2008. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.